Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited bipolar oversensing and was reprogrammed to unipolar. It was also reported that the ra lead subsequently exhibited intermittent p-wave undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.